Manufacturer narrative:
Concomitant medical products: product ID: 97792, lot#: hg44brd, implanted: (B)(6) 2020, product type: accessory. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 13-dec-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient¿s implantable neurostimulator (ins). It was reported during the implant, both leads were anchored and an ap x-ray was taken after to confirm final location. The leads were at the top of t7 and mid of t8 (as expected). The leads were then tunneled through to the pocket and connected to the ins. Upon taking a final ap x-ray, it was observed that the distal lead had moved down to the bottom of t10. It was unknown why after anchoring, one of the leads slipped down to that level. The other lead maintained its position at the top of t7. Patient is not experiencing any issues as the device will not be turned on till two weeks post-op. No patient symptoms were reported.

Manufacturer narrative:
Continuation of d11: product ID: 97792, lot# hg44brd, implanted: (B)(6) 2020, product type: accessory; product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2020, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that no symptoms were reported nor were any actions/ interventions taken. Rep stated although the leads slipped the patient should still get good relief through programming when the device was on.